Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, clips from the clip applier did not close when applied to the cystic duct and cystic artery. Several attempts had to be made before clips were closed at these structures. There was no patient injury.